Event description:
An electronic report of an event was rec'd from a peritoneal dialysis pt. The pt reported the cone is broken and caused peritonitis. The pt as well as the clinic the pt attends was contacted for addl info of this event. The pt reported that the drain bag tubing set was cracked at the union of the y plastic piece. It was learned from the peritoneal dialysis rn that this event occurred in 2006. The culture was positive for mrsa. The pt was treated intraperitoneally for 3 weeks with vancomycin and gentomycin. The pt reportedly fully recovered from this event. The pt was able to continue peritoneal dialysis with no ill effect related to this event. A sample was not forwarded on for an eval.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR review. Lot met all release criteria. Sample analysis: no sample has been recd by fmc for an eval. The reported complaint is not confirmed. A corrective action qip 06-003 was opened to address this issue.